Manufacturer narrative:
(B)(6). There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. The keypad was found to be intact but worn. The up and down arrow keypad buttons were intermittently responsive during testing. During investigation, there was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the up and down arrow keypad buttons were intermittently unresponsive.